Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set's cannula was bent. Reportedly, his blood glucose levels were high, which he self-treated with a bolus by the pump. But after a few hours, when it did not come down, he removed the cannula and found that it was bent. He repeated the same process 3 more times with the same outcome. He was taken to the emergency room, by his wife, when his blood glucose level was 380 mg/dl he experienced diabetic ketoacidosis. He also had vomiting and body convulsions. Subsequently, he was admitted to the hospital where he received insulin drip on the first two days and then a pen for insulin. He was in the hospital for more than two days. Currently, his blood glucose was reported to be 141 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.